Event description:
It was reported that the lumen "split."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information and the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.